Event description:
It was reported the pt could not longer feel stimulation. As a result, an sjm representative met with the pt for reprogramming. When the sjm representative attempted to reprogram the pt, she experienced rib and stomach stimulation. X-rays revealed lead migration. The pt will undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.